Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a guide wire fracture occurred. The 90% stenosed lesion was located in the non tortuous and non calcified left subclavian vein. The choice pt graphix 182cm wire was broken when removed from the patient. The procedure was completed with this device. No patient injuries or complications were reported. The patient status is reported as "fine."